Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had e433 restart error. The issue was found during a therapeutic bipolar transurethral resection of the prostate (turp) procedure that was completed with a competitor device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e433 was due to defective hvps board. Diode d23 on the hvps board is burnt. The cause of failure is an electrical or electronic component problem. Olympus will continue to monitor field performance for this device.